Manufacturer narrative:
There were 4 patient events associated with this product problem: same 1st and 2nd event issue, same product, 4 different patients. This report is for patient 4 of 4. MFR report numbers: 1121308-2015-00035; 1121308-2015-00036; 1121308-2015-00037; 1121308-2015-00038. Additional information received on 26 january 2016: patient 1 (please note this case was initially labeled patient 4) (B)(6). Graft is located: neck. Why the graft is needed: keloid scaring. Was surgery performed?: yes, thursday (B)(6) 2015. Patient impact due to the delay to perform the procedure: surgeon irritated and unhappy with delay. How is the patient doing now? : doing very well.

Event description:
There were 4 patient events associated with this product problem. This report is for patient 4 of 4. It was reported the surgery for an adult was delayed twice due to shipping/distribution issues. The surgery was initially planned for (B)(6) 2015. The distributor contacted the manufacturer to receive the product. When the stock was received to send to the various institutions for the surgery it was noted that the stock had red stickers on it saying not for human use, non-sterile, for demo purposes only. The surgery was postponed until (B)(6) 2015 or (B)(6) 2015. "The stock did not arrive so we postponed the cases again." On (B)(6) 2015, no device was available. Sent as replacement were regular products but arrived on (B)(6) 2015 at night so impossible to use because of expiry date. On (B)(6) 2015, the distributor sent a unit from his stock to be used for the patient. It is reported the product was not in contact with the patient and there was no patient injury.

Manufacturer narrative:
Integra completed its internal investigation 11apr2016. The investigation included: method: review of device history records. Review of complaint management database for similar complaints. Results: based on the DHR review conducted, there is no indication that the production process may have contributed to this complaint. All test results passed the procedural specifications, and there were no observations related to error in labeling. A query of the complaints database for the timeframe of 12 months was performed. Four identical complaints were found, including the complaint described within this report. A lot specific query was performed. No additional complaints have been reported associated with lot 105a00294987. There were approximately (B)(4) bilayer matrix wound dressing product family units sold in the past 12 months before this complaint. As per the trending query, there were four identical complaints identified for mislabeled and expired product with the bmwd product family. The calculated complaint rate is (B)(4). Additionally, for a nonstandard work order, the manufacturing facility labels the product with a red sticker that says ¿stop ¿ non-sterile sample ¿ not for human use,¿ but does not label product as seen in the pictures provided: ¿demo ¿ not for human use.¿ since there were no nonstandard work orders related to lot 105a00294987 and no indication that the mislabeling occurred within the manufacturing facility, it is most likely that the stickers labeled ¿demo ¿ not for human use¿ were placed on the packages after release and shipment to the distribution center. Root cause for late delivery: customs delay. Root cause for shipping demo: customer service confirmed to ship demo with short expiry date- based on this dsv received qa approval from integra qa to ship item labelled as demo.